Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, late stent thrombosis, a myocardial infarction and death occurred. The patient presented with chest discomfort and a myocardial infarction. A taxus express2 drug eluting stent was deployed in the mid left anterior descending artery. No patient injuries or complications were reported. Nine months post procedure, the patient presented with 100% stenosis and a filling defect in the apex indicative of thrombosis in the mid left anterior descending artery, the patient underwent catheterization and "ventriculation" but died 14 days after the reintervention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.